Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s fiancée reported via social media that the customer was experiencing high blood glucose. Customer¿s blood glucose went 200 mg/dl to over 600 mg/dl while they were sleeping. The insulin pump will not be returned for analysis.